Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Ipg was deemed inoperable. In turn, surgical intervention took place on (B)(6) 2024, where the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Checked b1 product problem as it was not captured in the initial report.